Manufacturer narrative:
Fowler set screw out of adjustment, screw readjusted.

Event description:
It was reported by service report that the bed had no electronic motor functions after manual CPR release was used. No pt involvement or adverse consequences are reported.